Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not showing. A technical support specialist dial in server and found patient data in server and advised the customer about the 20-character limit and recommended creating a procedure in carefusion coordination engine (cce) to truncate the hospital service code in es admission, discharge, and transfer (adt) messages to resolve the issue. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient details were not showing on one "new" station and not available on server also. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient details were not showing on one "new" station and not available on server also. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.